Event description:
It was reported that the patient had no stimulation sensation and acute pain. Also noted were difficulties walking and loss of balance. The symptoms occurred following a fall. The patient fell at the end of (B)(6) 2011. The patient was then in a coma for approx 9 weeks after the fall. The patient had not had the device turned on or charged since. The patient's device had not been checked since then. The location of the patient's symptoms was left and right leg and back. The patient was at home. What is the patient location? Home. A lost or stolen patient device was noted. The following replacement device was ordered for the patient: insr. The patient was in contact with her healthcare professional and had an appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 377760, lot # v003347, serial # implanted: (B)(6) 2007, explanted: product type lead, product ID 3777-60, lot # serial # (B)(4), implanted: (B)(6) 2007, explanted: product type lead, product ID 37752, lot # serial # (B)(4), implanted: (B)(6) 2007, explanted: product type recharger, product ID 37742, lot # serial # (B)(4), implanted: (B)(6) 2007, explanted: product type programmer.